Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that jaws of the device would no longer open after being applied to the broad ligament during a sils hysterectomy. This occurred after the second activation to seal the ligament. The surgeon used a monopolar diathermy to release the tissue from the device. A new ligasure instrument was used to complete the procedure and there was no injury to the patient.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : (B)(6) 2015. Date of follow-up report : (B)(6) 2016. The jaws of the incident device were stuck shut. The knife is trapped and contained within the jaws, which kept the jaws from opening. This can occur when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. More frequent cleaning could have also reduced the difficulty activating the knife. The IFU cautions to confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter.